Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Through the endoscopic channel, the stent was guided along the acro wire guide to the common bile duct. After a long effort, it was unable to cross the stenosis area. User retracted the device from patient, it was found that the tip of the stent was bent and unusable. During the cleaning process, the stent was accidentally released, and the kink inside the stent were clearly visible. Successfully completed the procedure by changing to another same rpn device.